Event description:
After a successful dilatation procedure, it was difficult to remove the catheter through a 7fr sheath. "Tugging" on the products eventually removed them from the patient leaving an 8fr hole & large hematoma no medical intervention was necessary as the hematoma healed normally on its own.